Manufacturer narrative:
Additional suspect medical device components involved in the event: product family dbs-extension, upn m365nm3138550, model nm-3138-55, serial (B)(4), batch 7088055. Product family dbs-extension, upn m365nm3138550, model nm-3138-55, serial (B)(4), batch 7088346.

Event description:
It was reported that the patient was experiencing redness and swelling at the implantable pulse generator (ipg) site. The physician assessed the patient had an infection, and explanted the ipg and two lead extensions. The patient was administered antibiotics. The physician feels the infection was procedure related. A culture was taken, however the results were not shared. The explanted ipg and lead extensions will not be returned as they were retained by the hospital. The patient was doing fine post-operatively.